Event description:
After intra-aortic balloon pump for 24 hrs, blood was noted back into the sys 95 pump.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. (This follow-up MDR was mailed to the FDA on 9/4/98).